Event description:
The customer reported that an 840 ventilator was inoperable. The malfunction did occur during pt use. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the proportional solenoid valve. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).